Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient awoke and went to the hospital after hearing multiple hazard alarms around 3:00 am on 13feb2023. A pump stop suddenly occurred as well. The patient was asymptomatic. When the power module was tried to be connected the hazard alarm sounded again and the controller was replaced. Other alarms occurred during connection of the power module. The patient remained on battery support for safety reasons. There was possibility of a pump exchange depending on log file analysis. Log file review captured speed drops and pump stops on day 562 when connected to a power module. This appeared to be related to an issue with a driveline short to shield and the file showed the pump operating correctly when on battery power. On 24feb2023, the patient underwent a pump exchange surgery from hm2 to hm3. The explanted hm2 pump and the system controller will be returned for analysis. Related MFR #: 2916596-2023-00989.

Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. Patient identifier and date of birth information should have been redacted from the initial report. Section h6: investigation findings code: 4248 - usage problem identified manufacturer's investigation conclusion: the heartmate ii system controller, ep (serial number: (B)(6)) was returned for evaluation. A log file was submitted for review that showed events spanning approximately 1 hour (days 562 hours 20 minutes 8 ¿ days 562 hours 21 minutes 13, days 0 hours 0 minutes 0 per timestamp). There were no events active in the log file that would indicate an issue with the controller. Additionally, a log file was downloaded from the returned system controller that showed events spanning approximately 12 days (days 0 hours 18 minutes 54 ¿ days 11 hours 8 minutes 11, days 0 hours 0 minutes 0 per timestamp). Events occurring on days 0 hours 0 minutes 0 were recorded during testing at abbott. The driveline was disconnected on days 11 hours 8 minutes 11 for a system controller exchange. There were no events active in the log file that would indicate an issue with the controller. The system controller was functionally tested and passed all testing without issue. The controller was connected to a mock loop, test power module and was able to support pump function for an extended duration without any issues or alarm activating. Additional information provided on 22feb2023 stated that no further alarms have been noted since the patient was switched to battery power. Incidental findings - user error - power disconnected the device history records were reviewed and the records revealed the heartmate ii system controller, ep (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.